Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported via the customer that during a loop electrosurgical excision procedure of the cervix , the loop of the electrode melted. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The stryker neptune electrode reported involved in this event was returned for evaluation. On receipt of the electrode the reported issue of a melted electrode which broke during use was confirmed. A device history review(DHR) was performed and all manufacturing specifications were met during the time of manufacture of this product. Witness marks on the electrode showed signs of thermal damage to the electrode. Further evaluation of the electrode was not possible in this case due to the thermal damage. Thermal damage to the electrode can occur due to various causes. The cause of the thermal damage to the electrode is undetermined in this case.

Event description:
It was reported via the customer that during a loop electrosurgical excision procedure of the cervix , the loop of the electrode melted. It was also reported there were no delays and no adverse consequences as a result of this event. It was further reported that the procedure was completed successfully.